Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced severe limb ischemia in the left leg where the impella cp was inserted. A vascular surgeon placed a 6 french distal reperfusion sheath and fasciotomy as performed. The patient was then sent to the ICU in critical condition. It was additionally reported that the impella was found to be slightly deep at 5.7 cm, however, the physician did not want to reposition as the patient experienced long runs of ventricular tachycardia when the pump had been repositioned in the cardiac catheterization laboratory. On (B)(6) 2025 the decision was made to escalate the patient to an impella 5.5 for increased support. The patient was successfully escalated to the impella 5.5 and was noted to be in stable condition following implant of the impella 5.5, however the following day the decision was made to withdraw care. The patient¿s care was withdrawn, and the patient expired. There is not enough evidence to exclude the impella cp device as an associated factor in the patient's demise.

Manufacturer narrative:
The root cause of the ischemia and ventricular tachycardia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.